Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial#: (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the device, model # 97745 intellis programmer, s/n (B)(6), revealed programmer corroded. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that yesterday the patient (pt) noticed that their stimulation intensity was "crazy high." When the pt went to go turn the stimulation down they noticed that their controller was blank and unresponsive, the pt was not able to turn their intensity down. Pt met with their medtronic representative later that night who was then able to turn the stimulation off but through troubleshooting they were not able to get the controller to become responsive. Pt said that they attempted to charge and put aa batteries into the controller but the controller would not turn on. During the call pt removed the controller battery pack and plugged the controller into the ac power supply cord. Pt verified that the green light on the ac cord was on but the controller was still blank and unresponsive. Pt verified that there was no damage on the controller battery pack. The issue was not resolved. Pt mentioned that they were frustrated that there wasn't a back up controller that they had. Additional information was received. It was reported the circumstances that led to the stimulation intensity being high was the patient sat on their purse and believed they damaged it. The patient's manufacturer representative met with them and cut it off. The issue was resolved.